Event description:
Surgeon broke 7-9 poly during surgery when trialing.

Manufacturer narrative:
Conclusions: the reported device is under the scope of an nc. The device is now obsolete and was replaced by a new design, the modified hollow trials, catalogs: 5530-t-xxxa and 5532-t-xxxa.

Event description:
Surgeon broke 7-9 poly during surgery when trialing.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.